Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The exam used in the procedure was evaluated by medtronic personnel. The evaluation found that the exam was not to protocol, resulting in the reported anomaly. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A medtronic representative reported that, when attempting to push a computed tomography (CT) exam to the navigation system, only a portion of the exam transferred to the navigation system ear, nose & throat (ent) application software. It was reported that the partial image only included the top of the head to the top of the eyebrow. A cd was then produced with a different CT exam and only loaded from the top of the head to the bridge of the nose. The site then attempted to register the patient, but the registration failed as the 3d model displayed insufficient amounts of the anatomy. A third exam was then loaded onto a cd, which loaded properly and the site were able to complete the procedure. There was a reported delay to the procedure of more than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.